Event description:
It was reported that during a routine chest x-ray the radiologist noted that the distal end of the catheter looked "angulated". The catheter had been implanted for over two years. A snare was inserted through the pt's groin and a wire from above to stabilize the lumen for removal. During the removal the lumen broke off 3.5cm from the distal end. The piece was retrieved from the atrium without incident. The pt suffered no ill effects and a new lumen was placed without difficulty.